Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that eight months post treatment with thermage, the patient claimed to have experienced fat loss in the treated areas (face and neck). According to the doctor, the patient has not returned for f/u after the treatment so he could not verify the reported issue. Reportedly there were no system errors and nothing unusual during the treatment.